Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore while being inserted. The incision was enlarged to remove the lens and sutures were required. The sales rep stated it is unk as to why the lens tore. An indigo-p injector and an sfc-25 fp cartridge were used but the sales rep was unable to recall the lot numbers or the pt info.